Event description:
It was reported that the customer's tubing, not the cannula, was bent and that the customer was not receiving insulin. The customer's blood glucose levels were between 400 mg/dl and 500 mg/dl. The customer changed out the tubing and was able to resolve the issue. The customer stated that they have had bent cannulas in the past but that changing out the infusion set has resolved the issue. The customer is very active so customer stated that that may have caused the cannulas to bend. Troubleshooting was declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).